Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward indicating that a needle mechanism failure occurred. In addition, the cannula did not properly insert into the infusion site and became bent. The pod was worn for approximately 15 minutes. Details regarding treatment were not reported.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. No kinks or bends were identified on the exposed portion of the soft cannula. The first priming sequence ran 43 pulses and then the device was deactivated by the user at pulse 53. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism assembly that would contribute to an improper insertion of the cannula or prevent the needle mechanism from deploying as intended. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no issues were noted, root causes for the reported needle mechanism failure and unsure properly inserted cannula could not be determined.